Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the device can not recognize a shockable patient rhythm to deliver defibrillation energy and does not recognize a patient connection had been made. Physio removed the analog pcb assembly for further evaluation. The cause of the reported issue was determined to be due to capacitor, designator c157. C157, leg 3 to leg 2, is electrically shorted from process residue and caused the device to not be able to charge and shock. The customer received a replacement device.

Event description:
The customer contacted physio-control to report a non-critical issue with their device related to the service wrench appearing on the readiness display. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that their device would not charge and shock. As a result, defibrillation energy would not be delivered, if it were necessary.

Event description:
The customer contacted physio-control to report a non-critical issue with their device related to the service wrench appearing on the readiness display. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that their device would not charge and shock. As a result, defibrillation energy would not be delivered, if it were necessary.

Manufacturer narrative:
Gtin/device identifier (di) number ¿ (B)(4).